Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician reported that an a1059 mayfield modified skull clamp had brackets that were loose. It is unknown if there was any patient contact, injury, or a surgical delay. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation and it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, it will function properly. The device history record reveals that the device has exceeded its expected life of 7 years, manufactured on 2009. The complaint was not confirmed.

Event description:
N/a